Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with 100 units. The customer's blood glucose level was in target range. The customer was able to load a new cartridge successfully.